Event description:
Revision surgery with change of the insert and the ceramic ball head due to the breakage of the ceramic ball head 3,7 years post-op. Involved devices: ceramic ball head biolox forte, size 32s. Müller pe-cup, size 48/32. Proxy plus stem, size 11,25, offset ii/42mm.